Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025, the blockage was in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d1: brand name. D2: common device name. D4: model number, serial number, primary unique device identifier number. G4: PMA/510(k) number. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms). A query was run in the eqms on 15-apr-2026 against "lot number 6012540 and similar malfunction codes: occlusion in the tubing and/or tubing connectors- blockage. Occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6012540 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15-apr-2026 against "lot number" criteria equal 6012540 and similar malfunction codes occlusion in the tubing and/or tubing connectors- blockage. Occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaint is 2. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6012540 was manufactured according to the work instruction (wi) version 121 and manufactured in the multivac l138, on 29-mar-2025, with a total of (B)(4) units. The assembly, gluing of tubing of the lot 5c04282 was manufactured according to the wi version 67 and manufactured in the machine spot 1. On 29-mar-2025, with a total of (B)(4). Units. The assembly, gluing of tubing of the lot 5c04372 was manufactured according to the wi version 67 and manufactured in the machine sc01 on 30-mar-2025, with a total of (B)(4). Units. In the test is found with 1 set damaged sleeve, extended sampling plan acceptable therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012540 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.